Event description:
A customer reported a cartridge alarm 30. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in loading a new cartridge, ensuring that proper techniques were followed. The customer successfully resumed insulin therapy, and the issue was resolved.